Manufacturer narrative:
(B)(4) the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. This device passed external/internal inspection, as well as homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was performed successfully. The cause of the reported issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred during drain one on the home choice. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. However, the home patient did not have any symptoms. The technical service representative assisted the home patient to clear the alarm and end the therapy. The ultra filtration for drain one equaled 2334ml and the fill volume equaled 2200ml. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.